Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the pump deleted customer settings. The customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. A correction bolus was delivered to address BG. The customer continued to use the pump for insulin therapy.